Event description:
In 2004, patient developed sagging in the lower face, chin and neck area at eight months post treatment. The doctor states that the patient did not have any dramatic or favorable results, however, patient also did not have any downsides to the treatment that he could identify. The patient looks the same as patient did before and after the treatment.